Event description:
It was reported that during checkup before the device replacement, the device mode setting was changed from vvir to ddi and the atrial lead was measure. There was a lead warning display and low impedance was measured. Since the patient had chronic atrial fibrillation (af), the device would be continuously used with vvi mode setting. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).